Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose level. Customer's blood glucose value was 400 mg/dl. It also stated that cannula was bent at the time of troubleshooting. Customer will not return the device for analysis.